Event description:
It was reported that the insulin pump alarmed button error during a bolus attempt. The blood glucose reading was 125 mg/dl. The customer stated that she pressed the up button, and the numbers kept going up, so she took the batteries out. Upon putting the batteries back in, the insulin pump alarmed weak battery. She replaced the batteries with a fresh set, which is when the insulin pump alarmed button error. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on the keypad traces. No ramping number or scrolling bar anomaly was noted. No button error alarm was noted during testing. The insulin pump was received with a cracked display window at bottom right side corner, a cracked case at display window corners, a cracked reservoir tube lip and cracked battery tube threads. All operating currents are within specification. No unexpected low battery, off no power or weak battery alarm was noted.